Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-95192. During follow-up, noise was observed on the right ventricular (rv) and right atrial (ra) leads. It was then observed the rv lead noise was oversensed and resulted in inappropriate therapy. X-ray imaging was performed and revealed twisted of the leads potentially due to twiddler's syndrome. The event was resolved by capping and replacing the rv and ra leads. The patient was in stable condition.